Event description:
Numerous incidents of leaking tubing and drainbags of co's disposable home peritoneal dialysis systems. Ongoing problem has been discussed with co. Some products have been returned. Problem continues unresolved and concern for potential adverse event such as peritonitis or other infection remains. Add'l lot numbers c-326801, c-311-35, c-318352.